Event description:
It was reported that approximately 3 months after implantation a rod migrated out of a mesa screw. Revision surgery was performed where the screw was explanted.

Manufacturer narrative:
B5 and h6 (device code) have been updated following additionally received information. D9 has been updated as the device has been received. Visual inspection: the screw was returned in the fully locked state. There was deformation found on the top of the inner collet. It cannot be determined if this deformation occurred from the rod slipping, or during implantation/explantation. Complaint history records were reviewed for this lot, similar complaints were identified. X-rays were provided and reviewed by a hcp. The hcp believes the construct design with difficult deformities was the most likely contributing factor to the event. It was concluded from the hcp analysis, that the surgeon used a low density screw construct ending the construct on the convex curve of the deformity. The low screw density, short length of construct along with possible loss of correction may not have been enough to counter the force of the spine trying to revert to it's original position, resulting in the eventual failure at the distal most screw where biomechanical loading is most likely the highest, leading to the rod slipping from the screw.

Event description:
It was reported that approximately 3 months after implantation there was an unknown issue with a mesa uniplanar screw. Revision surgery was performed. Additional information is not available at this time.